Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to loss of capture (loc). Subsequently, the procedure was finished using a different lead. No adverse patient effects were reported.